Event description:
It was reported from the patient that she was implanted with vns and she contracted a (B)(6) 3 weeks after her surgery in the pocket where the generator was implanted which was confirmed by cultures. Due to this infection the generator was removed, however the lead was left in. The infection then traveled up her neck where the incision was made, and the patient is currently going through treatment for this infection. The design history records for the generator and lead were reviewed which revealed that both devices were hp sterilized prior to distribution into the field. No additional or relevant information has been received to date.

Event description:
The patient has been on a course of antibiotics and the lead wire is now exposed. The lead was explanted due to infection. No additional or relevant information has been received to date.

Event description:
Additional information was received that the patient is being referred for lead removal. It was already believed that the lead was explanted (B)(6) 2018 therefore clarification will need to be obtained to understand if the explant in (B)(6) was a partial explant. No additional or relevant information has been received to date.

Event description:
Further information was received from the patient's neurologist that the lead was partially explanted in june and that the patient's referral for lead removal was to remove the rest of the patient's lead. No other relevant information has been received to date.